Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings:. Reboots are observed in the black box. No damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump exercised for 24 hrs with no power issues occurring. Battery cap contact height and width within specification. Pump opened and no damage found to power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.